Manufacturer narrative:
Tech found that the brakes were not working properly on empty unit. Isolated the issue to brakes only set at head end. Replaced missing hardware on brake steer assembly at footend to resolve this issue.

Event description:
Account stated brakes were not working properly on empty unit. No injury reported.